Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The 2af283 balloon catheter lot number 12226 was returned and analyzed. The data files (log/data/multimedia) did not show the reported issue. The patient and failure files were not received. The text files received were not usable. The balloon catheter was visually inspected and functionally tested. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The balloon catheter smart chip data was downloaded and reviewed. Data indicated that the balloon catheter with lot number 12226 was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice 50006 (indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled). Pressurizing of the outer balloon identified the outer balloon distal bond was leaking and detached from the shaft. In conclusion, the reported visible blood was confirmed through analysis and the balloon catheter failed return inspection due to an outer balloon distal bond leak and was detached from the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. Additionally, the balloon deflated and blood was observed in the coaxial umbilical cable. The balloon catheter and coaxial umbilical cable were replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.